Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no vibration. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Audio/ vibration testing with the dexcom global receiver communication tool were performed and passed. "Try-it" audio/vibration testing were performed and passed. Speaker audio and vibrator intermittent testing were performed and passed. The speaker and vibrator resistance were measured and was found to be within specification. Functional testing was performed and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. No injury or medical intervention was reported.